Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material inside the infusion set is confirmed, but the root cause could not be determined. One 20 ga x 0.75 in. Powerloc infusion set with its opened packaging was returned for evaluation. An initial visual observation of the returned powerloc infusion set revealed no obvious use residues throughout the returned infusion set. Upon removing the dust cap, a dark substance was observed inside the luer of the infusion set. A microscopic observation of the dark substance inside the luer of the infusion set revealed the substance to be thin and flat. Use of forceps revealed the dark substance could be easily removed from the luer of the device. A microscopic observation of the luer cap of the returned infusion set revealed a thin, flat substance that could be removed using forceps. A ring of smaller, dark material was observed around the inside of the dust cap. Because the infusion set was returned opened and the foreign material could be removed from the device, the root cause of foreign material inside the device could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that foreign material in the cannula prior to use on a patient.